Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest device was returned for evaluation. During functional testing, an in-house presto inflation device was used to inflate the balloon, and water was noted leaking from the proximal end of the balloon. Further, the balloon fibers were removed and under microscopic examination, a compound rupture was noted to the proximal issue of the balloon. No other functional testing performed. Therefore, the investigation is confirmed for the reported balloon rupture as a compound rupture was noted to the balloon. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured when pressurized to 26 atm for one time. It was further reported that the balloon was pulled out of the sheath, after the balloon came out a small hole was found on the side of the proximal tip. Reportedly, the balloon was removed by ultrasound-guided withdrawal of the balloon. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured when pressurized to 26 atm for one time. It was further reported that the balloon was pulled out of the sheath, after the balloon came out a small hole was found on the side of the proximal tip. Reportedly, the balloon was removed by ultrasound-guided withdrawal of the balloon. The procedure was completed using another device. There was no reported patient injury.